Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due instability. The doctor thought there would be poly wear but there was none. While there doctor replaced poly insert.